Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 18.1mmol/l. It was stated that the insulin pum alarmed no delivery. Troubleshooting was performed, and the insulin did exit while perfoming the fixed prime test. The customer did not have a spare infusion set on hand to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.